Event description:
It was reported that post implant the atrial lead was not working as it tested abnormally. Then the next day the atrial lead had high impedance. A chest x-ray was done and all looked okay. The physician then opened the pocket and the lead was tested through the analyzer with normal measurements. The physician concluded that there was an issue with the header of the device. The device was explanted and a new device was implanted. The lead tested normally through the new device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri x2 implantable pacing leads - implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.